Manufacturer narrative:
B3: event date estimated using the same month and year of the journal publication date. Literature citation: tomassini et al., ((B)(6) 2020). Incomplete left atrial appendage closure successfully treated with a redo procedure. Cardiovascular revascularization medicine, 21(11), 69-72. Doi: 10.1016/j.carrev.2020.05.033.

Event description:
Reported via journal article. It was reported that incomplete closure due to an implant shift occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman laa closure device with delivery system (wds) was used, and the closure device was implanted. One month post index procedure, a transesophageal echocardiogram (tee) revealed an incomplete occlusion of the laa as the closure device was in too deep position within the laa anatomy. The physicians considered the residual high risk of thrombi formation, so a non-bsc laa closure device was successfully implanted over the watchman closure device using a femoral venous approach. Two (2) days post index procedure, the patient was discharged.